Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient received an unspecified inpatient treatment (no further details) for peritonitis. At the time of this report, the patient was recovering from the event and physioneal and extraneal therapies were ongoing. No additional information is available as the reporter declined follow up.